Event description:
After a persistent atrial fibrillation, the patient experienced a cardiac tamponade, requiring a pericardiocentesis. The left pulmonary veins were isolated for ablation and the right veins were already isolated. After the procedure an echo was done and the there were no issues found, however, the next day when an echo was done a tamponade was found. A pericardiocentesis was performed, stabilizing the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.